Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the surgeon began with drilling two holes in c2 and placing the screws. When he drilled the first hole in c1 the drill bit broke in the bone. The piece was retrieved and the surgeon used another drill bit to continue. The surgeon attempted to place a screw in c1 and the head of the screw broke off. The shaft was removed and the surgeon used a second screw and again the head broke off. He removed the shaft and placed a third screw successfully. The surgeon then completed the procedure without any delays in procedure time. Later in the day the patient experienced respiratory insufficiency and was placed on a ventilator. After a few days in the hospital on the ventilator the patient passed away. This report is 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Review of the dhrs showed there were no issues during the manufacture that would contribute to this complaint condition. Placeholder.

Manufacturer narrative:
Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. This device used for treatment and not diagnosis.cancellous screw synapse ø4 received with screw dis-assembled from body. The screw spherical diameter has nicks and scratches. The body has heavy exterior radial ridges and deformation to the bottom internal thread. The bushing has visual damage where the two edges of slot does not align. All described nonconformities are post manufacturing. The raw material for the screw and bushing cannot be analyzed because of lack of surface area, but was confirmed as correct in DHR review. The screws spherical diameter cannot be measured because feature applies after anodize but prior to bead blast. The bushing internal spherical diameter cannot be measured in manufactured split condition.